Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The previous report did not have the event reported correctly. This allegation is both an adverse event and a product problem. The outcomes attributed to adverse event has been listed as "other". Please see section b for this updated information. The report source has been updated to include both consumer and foreign. This has been corrected in section g. This supplemental report is being filed for the omission of the follow-up type in box h.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The previous report did not have the event reported correctly. This allegation is both an adverse event and a product problem. The outcomes attributed to adverse event has been listed as "other". Please see section b for this updated information. The report source has been updated to include both consumer and foreign. This has been corrected in section g.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer while using the device. Patient also alleged particles in the tubing and chamber. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer while using the device. Patient also alleged particles in the tubing and chamber. Medical intervention was not specified. The device was returned to manufacturer. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings like contamination and error codes. Box h was updated.